Event description:
A physician reported to a company representative that a member of his staff observed high impedance on a patient's device. The patient's vns system was initially implanted less than 1 year prior to the high impedance. The patient was referred for surgery. The device history records were reviewed for the lead and revealed that the device met all functional specifications prior to release for distribution. The nurse reported that the patient had drop seizures and suggested that the trauma related to the fall may have contributed to the high impedance. The physician had performed chest x-rays but did not identify a visible fracture that could have caused the high impedance. The x-rays were not reviewed by the manufacturer. It was also communicated to a company representative that the patient would throw his neck back and forth. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Information was received indicating that the patient would not undergo vns replacement surgery due to the patient passing away. The patient's death is addressed in MFR. Report #1644487-2018-01575. No additional relevant information has been received to date.